Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg would not release the battery so there is none to return.